Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the planning of the surgery, the frame was registered with an error of 0.85 mm.

Manufacturer narrative:
The investigation performed on the surgery data log file pointed out that the device worked within specification, no failure was detected.